Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced severe hyperglycemia. The customer had no symptoms such as vomiting or symptoms of sickness and treated with manual injection. As per primary investigator provided customer's blood glucose value was 598mg/dl at 11.48pm and at 3.49pm it was 358mg/dl on (B)(6) 2017 and at 8:27 am blood glucose was 75 mg/dl as well as customer¿s blood ketones= 2.7mmol and went to 0.6mmol after correction and site change. The product was not returned for analysis.